Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 264656 number on june 18, 2021, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 16, 2021. In addition the rupture reported initially the patient also experienced implant site calcification bilaterally. This report relates to the right prosthesis. See 1645337-2021-06629 for contralateral prosthesis report. Pathology results have been made available: breast, right, capsule skin and tissue: fibrocalcific capsule with chronic inflammation and exogenous material and foreign body reaction. Benign skin and soft tissue. Breast right gel implant- the implant is received collapsed and disrupted, exuding very pale-tan, gel like material and measures approximately 10.0 x 8.5 x 2.5cm. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant size. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 500cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was discovered during replacement surgery. Bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed with explant.